Event description:
It was reported that during use the cs300 intra-aortic balloon pump (iabp) had a failing battery. It was only lasting 30 minutes. There was no patient harm reported.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and was able to confirm the reported issue. To fix the issue, the fse replaced the batteries. Then, the fse completed full calibration, functional testing, and safety check to factory specification. The unit passed all tests performed and was returned to the customer in good working conditions.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. (B)(6) 2024 dv addl iu info : customer found, during use.

Event description:
It was reported that during customer use the cs300 intra-aortic balloon pump (iabp) had a failing battery. It was only lasting 30 minutes. There was no patient involvement.